Manufacturer narrative:
Initial.

Event description:
It was reported that the user received low glucose and urgent low soon alerts on the ilet while changing supplies and took oral glucose; the user uses dexcom g7 with ilet in cgm-only mode at 84 percent cgm use and could not locate a blood glucose meter to confirm, with the lowest reported glucose of 49 mg/dl, and the agent verified the user was disconnected from the ilet during the change and advised confirmation with meter and calibration if discrepant. Symptoms included hypoglycemia with no clinical signs or symptoms reported. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on alert handling, verification of proper disconnection during supply change, and guidance to confirm readings and calibrate if needed. Investigation of this case revealed insufficient information to determine a device problem or component malfunction, and no clinical condition was identified beyond the reported hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.